Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis nurse identified a fluid leak coincident with peritoneal dialysis therapy. The nurse reported that when they removed the cassette it had ruptured and leaked in the cycler. The technical support representative advised to discontinue use of the cycler. Cycler was replaced. Follow up with the peritoneal dialysis nurse confirmed the patient did not experience any complications as a result of the event. The patient completed treatment with continuous ambulatory peritoneal dialysis. The patient was given prophylactic antibiotics. The cycler was replaced. The cassette has been discarded.